Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that vapr vue wireless pedal will not pair. Per service manual operational and diagnostic, this complaint can be confirmed. It was found during evaluation that the device having pairing failure and base plate was corroded. Further, inserts were broken on the housing of the unit and minor scratches were identified with the device upon decontamination. The repair would require replacement of the housing and base plate. Since the housing cannot be replaced this unit is deemed unrepairable; therefore, the device was not restored to the specifications. It is being placed into long term hold. The minor scratches on the device is most likely a result of user mishandling, probably during transport or storage of the device. Fluid ingress into the device and contact with the baseplate is responsible for the corrosion and pairing failure. The broken inserts on the housing is most likely caused by external factors like user mishandling or a probable fall. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in that during a shoulder arthroscopy procedure on (B)(6) 2020, it was observed that the vapr vue wireless footswitch device would not pair. During in-house engineering evaluation, it was determined that the pairing failure and base plate were corroded on the device. Another like device was used to complete the procedure with a minimal delay of three minutes the most. There were no adverse patient consequences reported. No additional information was provided.